Manufacturer narrative:
Unit alarmed radio frequency pic failed self-test during self-test due to faulty electrical component on radio frequency board. No spi to asic communication error alarms noted.

Event description:
Customer reported via phone call that the insulin pump had a pump error. The blood glucose at the time of the incident was 112 mg/dl. The device will be returned for analysis.